Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation, the belt failed an ECG falloff test. The root cause of the failure was that the trunk cable was pulled from the strain relief, partially pulling p702 out of j702 on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt's ecgs were non-functional.